Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having blurry vision. Clinical reason is patient had mechanical complication. The iol was exchanged for monofocal iol lens 4 weeks following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).